Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia),"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have underwent essure confirmation test" and medical device monitoring error "essure placement with uterine ablation". The patient's past medical history included depression, headache and ovarian cyst. Previously administered products included for an unreported indication: wellbutrin and iud nos. Concurrent conditions included fever, nausea, diarrhea, constipation, insomnia, cervicitis, parakeratosis, hives and vaginal burning sensation. Concomitant products included ibuprofen (motrin) from (B)(6) 2012 to (B)(6) 2015, ranitidine hydrochloride (zantac) from (B)(6) 2012 to (B)(6) 2015 and vicodin (lortab). On an unknown date, the patient started antihistamine allergy relief at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches") and headache ("migraines/headaches"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, vaginal haemorrhage, pelvic pain and headache had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. After insertion, physician visualized three trailing coils within the left uterine cavity and one trailing coil within the right uterine cavity. She had sought medical treatment regarding the aforementioned symptoms. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The patient tolerated the procedure well without complication diagnostic results: physician stated that her essure coils were within the proper location. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abnormal uterine bleeding and pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have underwent essure confirmation test". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), headache ("migraines / headaches") and pelvic pain ("pain"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, vaginal haemorrhage, headache and pelvic pain had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. After insertion, physician visualized three trailing coils within the left uterine cavity and one trialing coil within the right uterine cavity. She had sought medical treatment regarding the aforementioned symptoms. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results: physician stated that her essure coils were within the proper location. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abnormal genital bleeding, vaginal bleeding, headaches, pelvic pain female, and device monitoring procedure not performed are added. Lot number added. Patient , product & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have underwent essure confirmation test" and medical device monitoring error "essure placement with uterine ablation". The patient's past medical history included depression, headache and ovarian cyst. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included fever, nausea, diarrhea, constipation, insomnia, cervicitis, parakeratosis, hives and vaginal burning sensation. On an unknown date, the patient started antihistamine allergy relief at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), the first episode of migraine ("migraine headaches"), the second episode of migraine ("migraines / headaches") and pelvic pain ("pain"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, vaginal haemorrhage, the last episode of migraine and pelvic pain had resolved and the uterine haemorrhage and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. After insertion, physician visualized three trailing coils within the left uterine cavity and one trialing coil within the right uterine cavity. She had sought medical treatment regarding the aforementioned symptoms. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The patient tolerated the procedure well without complication diagnostic results: physician stated that her essure coils were within the proper location. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: abnormal uterine bleeding, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Event abnormal uterine bleeding, medical device monitoring error was added. Historical, concomitant drug & conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses/abnormal bleeding (vaginal, menorrhagia),"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have underwent essure confirmation test" and medical device monitoring error "essure placement with uterine ablation". The patient's past medical history included depression, headache and ovarian cyst. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included fever, nausea, diarrhea, constipation, insomnia, cervicitis, parakeratosis, hives and vaginal burning sensation. On an unknown date, the patient started antihistamine allergy relief at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), the first episode of migraine ("migraine headaches"), the second episode of migraine ("migraines / headaches") and headache ("migraines/headaches"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, vaginal haemorrhage, the last episode of migraine and pelvic pain had resolved and the genital haemorrhage, uterine haemorrhage and headache outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, uterine haemorrhage, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. After insertion, physician visualized three trailing coils within the left uterine cavity and one trialing coil within the right uterine cavity. She had sought medical treatment regarding the aforementioned symptoms. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The patient tolerated the procedure well without complication diagnostic results: physician stated that her essure coils were within the proper location. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abnormal uterine bleeding and pelvic pain most recent follow-up information incorporated above includes: on 12-mar-2018: pfs received. Event headache added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and menorrhagia ('prolonged menses/abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included antihistamine allergy relief. Other product or product use issues identified: device monitoring procedure not performed "she did not have underwent essure confirmation test" and medical device monitoring error "essure placement with uterine ablation". The patient's medical history included depression, headache and ovarian cyst. Physician stated that her essure coils were within the proper location. Previously administered products included for an unreported indication: wellbutrin and iud nos. Concurrent conditions included fever, nausea, diarrhea, constipation, insomnia, cervicitis, parakeratosis, hives and vaginal burning sensation. Concomitant products included from may 2012 to august 2015 and ranitidine hydrochloride (zantac) from may 2012 to august 2015. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient started antihistamine allergy relief at an unspecified dose and frequency. In june 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches"), headache ("migraines/headaches") and alcohol intolerance ("super low tolerance with alcohol") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, vaginal haemorrhage, pelvic pain and headache had resolved and the uterine leiomyoma and alcohol intolerance outcome was unknown. The reporter considered abdominal pain, alcohol intolerance, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. After insertion, physician visualized three trailing coils within the left uterine cavity and one trailing coil within the right uterine cavity. She had sought medical treatment regarding the aforementioned symptoms. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The patient tolerated the procedure well without complication ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abnormal uterine bleeding and pelvic pain concerning the injuries reported in this case, the following one/ones were reported via social media: uterine fibroid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media case received. Reporter information added. Events: super low tolerance with alcohol added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and menorrhagia ('prolonged menses/abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included antihistamine allergy relief. Other product or product use issues identified: device monitoring procedure not performed "she did not have underwent essure confirmation test" and medical device monitoring error "essure placement with uterine ablation". The patient's medical history included depression, headache and ovarian cyst. Previously administered products included for an unreported indication: wellbutrin and iud nos. Concurrent conditions included fever, nausea, diarrhea, constipation, insomnia, cervicitis, parakeratosis, hives and vaginal burning sensation. Concomitant products included ibuprofen (motrin) from (B)(6)2012 to (B)(6)2015 and ranitidine hydrochloride (zantac) from (B)(6) 2012 to (B)(6) 2015. On an unknown date, the patient started antihistamine allergy relief at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches") and headache ("migraines/headaches") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, vaginal haemorrhage, pelvic pain and headache had resolved and the uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. After insertion, physician visualized three trailing coils within the left uterine cavity and one trialing coil within the right uterine cavity. She had sought medical treatment regarding the aforementioned symptoms. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The patient tolerated the procedure well without complication diagnostic results: physician stated that her essure coils were within the proper location. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abnormal uterine bleeding and pelvic pain concerning the injuries reported in this case, the following one/ones were reported via social media: uterine fibroid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. New event 'uterine fibroid' was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses abnormal bleeding (vaginal, menorrhagia),"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not have underwent essure confirmation test" and medical device monitoring error "essure placement with uterine ablation". The patient's past medical history included depression, headache and ovarian cyst. Previously administered products included for an unreported indication: wellbutrin and iud nos. Concurrent conditions included fever, nausea, diarrhea, constipation, insomnia, cervicitis, parakeratosis, hives and vaginal burning sensation. Concomitant products included ibuprofen (motrin) from may 2012 to august 2015, ranitidine hydrochloride (zantac) from may 2012 to august 2015 and vicodin (lortab). On an unknown date, the patient started antihistamine allergy relief at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches") and headache ("migraines/headaches"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, vaginal haemorrhage, pelvic pain and headache had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. After insertion, physician visualized three trailing coils within the left uterine cavity and one trialing coil within the right uterine cavity. She had sought medical treatment regarding the aforementioned symptoms. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The patient tolerated the procedure well without complication. Diagnostic results: physician stated that her essure coils were within the proper location. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abnormal uterine bleeding and pelvic pain . Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Historical drug and concomitant drugs were added. Outcome of event abnormal genital bleeding, abnormal uterine bleeding and headaches was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and menorrhagia ('prolonged menses/abnormal bleeding (vaginal, menorrhagia),') in an adult female patient who had essure (batch no. 936681) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included antihistamine allergy relief. Other product or product use issues identified: device monitoring procedure not performed "she did not have underwent essure confirmation test" and medical device monitoring error "essure placement with uterine ablation". The patient's medical history included depression, headache and ovarian cyst. Physician stated that her essure coils were within the proper location. Previously administered products included for an unreported indication: wellbutrin and iud nos. Concurrent conditions included fever, nausea, diarrhea, constipation, insomnia, cervicitis, parakeratosis, hives and vaginal burning sensation. Concomitant products included from (B)(6) 2012 to (B)(6) 2015 and ranitidine hydrochloride (zantac) from (B)(6) 2012 to (B)(6) 2015. On an unknown date, the patient started antihistamine allergy relief at an unspecified dose and frequency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse/dyspareunia(painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches"), headache ("migraines/headaches"), alcohol intolerance ("super low tolerance with alcohol") and hypersensitivity ("for allergies, I take a supplement called confianza for stress which helps a lot!") And was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with eleutherococcus senticosus root;epimedium grandiflorum;rhodiola rosea root;schisandra chinensis fruit;tribulus terrestris root;tribulus terrestris stem (confianza) and surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, genital haemorrhage, uterine haemorrhage, dysmenorrhoea, menstrual disorder, back pain, dyspareunia, migraine, vaginal haemorrhage, pelvic pain and headache had resolved, the uterine leiomyoma and alcohol intolerance outcome was unknown and the hypersensitivity was resolving. The reporter considered abdominal pain, alcohol intolerance, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine haemorrhage, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. After insertion, physician visualized three trailing coils within the left uterine cavity and one trialing coil within the right uterine cavity. She had sought medical treatment regarding the aforementioned symptoms. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. The patient tolerated the procedure well without complication. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abnormal uterine bleeding and pelvic pain concerning the injuries reported in this case, the following one/ones were reported via social media: uterine fibroid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter information was added. Event allergy was added. Treatment medication was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and migraine ("migraine headaches"). The patient was treated with surgery (underwent total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia and migraine had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. After insertion, physician visualized three trailing coils within the left uterine cavity and one trialing coil within the right uterine cavity. She had sought medical treatment regarding the aforementioned symptoms. The removing of the essure coils also required removal of uterus, cervix, bilateral fallopian tubes, and both ovaries. Because of the requirement to undergo a total laparoscopic hysterectomy with bilateral salpingo-oophorectomy to remove the essure devices, she has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results: physician stated that her essure coils were within the proper location. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.